Event description:
It was reported that pump experienced malfunction alarm malf 16 and pump display did not turn on, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer restarted pump but fault identification could not be confirmed, then agreed to use multiple daily injections as backup therapy.